Event description:
As reported, the sealant sleeve of a 6/7f mynx control vascular closure device (vcd) was kinked and the mynx control did not enter the sheath. Therefore, the product wasn¿t available. Hemostasis was achieved, but the method and duration of manual compression, if used, were not specified. There was no reported patient injury. The mynx vcd was used in coronary artery stenting (cas) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd was used and prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer being between 30-45 degrees. The vessel type was the femoral artery, and its diameter was confirmed to be greater than or equal to 5 mm. The device will be returned for evaluation. Addendum: per pe findings, the cartridge assembly itself was found to be separated, approximately at 19.3 cm and 21.2 cm from the distal end of the sealant sleeves cartridge assembly.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeve of a 6f/7f mynx control vascular closure device (vcd) was kinked and the mynx control did not enter the sheath. Therefore, the product wasn¿t available. Hemostasis was achieved, but the method and duration of manual compression, if used, were not specified. There was no reported patient injury. The mynx vcd was used in coronary artery stenting (cas) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd was used and prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer being between 30-45 degrees. The vessel type was the femoral artery, and its diameter was confirmed to be greater than or equal to 5 mm. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe and procedural sheath were not returned for evaluation. The stopcock was observed to be in the closed position, and the balloon was found fully deflated. The sealant was in its manufactured position, fully covered by the sealant sleeves. The device was inspected for damages or anomalies that may have contributed to the reported failure, and a slightly kinked/bent condition was observed on the sealant sleeves assembly. It was also noted that the clear plastic cover of the cartridge assembly was elongated but not separated, while the cartridge assembly itself was found to be separated, approximately at 19.3 cm and 21.2 cm from the distal end of the sealant sleeves cartridge assembly. A dimensional test was not performed on the returned device due to the slightly kinked/bent condition observed on the sealant sleeves assembly. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was able to be fully depressed, and no issues were noted with respect to button 2, and the balloon was able to be completely withdrawn into the tamp tube. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification revealed that the sealant was in the manufacturing position, fully covered by the sealant sleeves. Additionally, a slight kink/bend was observed in the sealant sleeves assembly. It was also noted that the clear plastic cover of the cartridge assembly was elongated but not separated, while the cartridge assembly itself was found to be separated. The reported event of ¿sealant sleeves (cartridge assembly)-kinked/bent¿ was confirmed through analysis of the returned device. Additionally, a condition was noted to the returned unit of ¿sealant sleeves (cartridge assembly)-separated¿ as the cartridge assembly was found to have separated segments. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the kinked/bent condition of the sealant sleeves reported. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle) and/or the condition of the procedural sheath (which was not returned for analysis) are likely. Also, procedural/handling factors likely contributed to the separated segments of the cartridge assembly noted with the returned device as evidenced by the elongations noted on the clear plastic cover. However, as these conditions were not reported by the customer, it is unknown if they occurred during the procedure or after the procedure during handling/shipment for analysis. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.